Event description:
According to the reporter, during a total hip replacement procedure, while on the closure of the skin, the device¿s thread broke, wherein just after taking a few "bites" the unit broke very easily. No patient injury.